Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported an itchy skin irritation under the lifevest. During a follow up it was reported that the patient's doctor instructed the patient to remove the lifevest for short periods of time as needed due to the rash and also made suggestions to use cornstarch and cream on the area. Further attempts to follow up on the condition of the rash were unsuccessful. The final medical outcome of the irritation is unknown. No allegation of a device malfunction contributing to the rash.